Manufacturer narrative:
Medical device problem code (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach and intestine during a procedure performed on (B)(6)2022. During the procedure, after the physician deployed the band, it was found that the band was detached. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach and intestine; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: medical device problem code a04 captures the reportable event of band was detached. Block h10: the returned speedband superview super 7 (handle assembly, ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had one band attached and it was not broken or damaged. The trip wire was cut, possibly during device removal. The suture thread was in good condition. The device was observed under magnification, and the handle had marks of insertion of the trip wire. The ligator housing teeth were bent and the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands damaged/defective was not confirmed. Upon analysis, it was found that the band was not broken or damaged. It was found that the ligator housing teeth were bent/damaged. Based on the condition of the returned device, bent ligator housing teeth, it could have been generated due to excess of tension applied when trying to make the deployment of the bands, the ligator housing with one band indicated inability of the device to deploy the bands it is possible that the functionality of the device was affected in some way; perhaps an excess of force, manipulation or the technique used. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach and intestine; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach and intestine during a procedure performed on (B)(6), 2022. During the procedure, after the physician deployed the band, it was found that the band was detached. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach and intestine; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.